Event description:
An interject injection therapy needle catheter was used for sclerotherapy in the stomach in 2008. According to the complainant, after the device was advanced to the target position, the needle would not extend out of the catheter. A different device (product and MFR unk) was used to complete the procedure. No complications were reported as a result of this event, and the pt's condition was reported as "good" following the procedure.

Manufacturer narrative:
Other (difficult to extend needle) - the lot number is unk; therefore, the MFR date cannot be determined. The suspect device was discarded; therefore, a device eval is not available, and the cause of the reported malfunction is undetermined. The april 2008 15-month interject - sclerotherapy needles product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.